Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1588rt-2j, batch 15388121, was received for evaluation. Visual inspection of the returned device found that the suture loops were broken/damaged, and frayed. No sharp edges or issues were observed on the button. No functional testing was performed due to the device's damage. The most likely cause for the reported failure is user error, applying excessive force shortening the suture strands.

Event description:
It was reported that during an anterior cruciate ligament surgery the suture tore. The graft has been advanced into the femural tunnel, the tightrope was reduced, so there is 2 cm graft in the tunnel. The surgeon pulled again on the tibial tightrope to ensure the femural button is stable. The tibial button was then applied to the tibial tightrope and the tightrope on the tibia tunnel was reduced. The knee is mobilised, and the surgeon did the last tensioning of the femural button on straight leg and the implant tore. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.